Event description:
The customer contact reported a disconnection; subsequently, a leak of chemotherapeutic agent was noted. The administration set was connected to a clave adapter and was being used to deliver an unspecified concentration of etoposide at a rate of 500ml/hr via an infusion pump. After an unspecified length of time, the nurse noted that the male luer adapter of the administration set was "pushed" out of the clave. The patient was reportedly "sprayed" with the etoposide. The spill was cleaned. The nurse reconnected the administration set to the clave and continued the infusion. There were no reported adverse patient sequelae.